Event description:
On 2/03/10, during device evaluation by baxter, the stop key on a colleague cx volumetric infusion pump single channel was found to be intermittent. There was no patient injury or medical intervention according to the hospital representative. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
The reported condition of the stop key is intermittent was confirmed. The pump head module was replaced to correct the reported condition. There is an ongoing CAPA investigation, mdq-CAPA-(B)(4) associated with this report. (B)(4).

Event description:
On 2/03/10, during device evaluation by baxter, the stop key on a colleague cx volumetric infusion pump single channel was found to be not working.

Manufacturer narrative:
The stop key was found to be not working, not intermittent. The reported condition of the stop key is not working was confirmed. (B)(4).